Event description:
It was reported that the implantable cardiac monitor (icm) encountered a migration. The patient indicated that the icm completely eroded/migrated. The icm was subsequently removed and discarded by the patient . There were no reported signs of infection and physician believes the issue occurred as a result of wound closure with sterilized strips. The patient was not seen by the physician, however a new icm will be implanted at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).